Event description:
This kion passed the pre-use check performed before the pt was brought into the room. While attempting a inhalational induction with servoflurane, the kion started "banging", like a solinoid opening and closing. The kion was removed from service and delivered to the medical engineering dept.